Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this system had ongoing alert for high, oor, shocking impedance measurements of more than 125 ohms. No adverse patient effects were reported. The system remains in service and there are no plans for intervention.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out of range, shock lead impedance measurement. The health care professional (hcp) called to determine the actual value of the pacing lead impedance measurement that triggered the alert. Boston scientific technical services (ts) provided information regarding the alert and suggested that patient can do patient initiated interrogation to determine the exact value of the measurement. Additional information was received that no intervention was performed and the out of range value was confirmed. No adverse patient effects were reported. The device and lead remain in service.